Event description:
Customer reported hospitalization due to low blood glucose. Customer passed out and was transported to hospital. The blood glucose reading at the time of the event was 40 mg/dl. Customer treated with glucose tablets. The current blood glucose reading is 230 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.